Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they were getting repeated non recoverable 86 faults. Tse had the user hard cycled the vision side cart (vsc) and faults persisted. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the core power tray assembly to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The core power tray assembly was analyzed and found no issues with the power tray upon visual inspection. The unit was installed onto a golden system and completed a program without any problems. It underwent 10 power cycles and was left idle for an hour, with no errors occurring during this testing. Upon inspection of the system error logs, no errors could be identified which indicates that the device may have contributed to the customer reported issue. The complaint was not confirmed based on failure analysis. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings).

Manufacturer narrative:
While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure, based on system logs, can be attributed to an intermittent voltage conversion issue caused by a faulty power distribution board.

Event description:
Refer to h11 for follow-up information.